Manufacturer narrative:
Concomitant medical products: the patient had 2 model 3186 leads. The implant date is unknown. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg in over a year. As such, the device became inoperable. Subsequently, the patient underwent surgical intervention wherein the device was explanted and replaced with a different model.